Event description:
Reporter alleged, the customer obtained a discrepant blood glucose result of 410 mg/dl back to back with a result of 23 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that the customer was experiencing hypoglycemic symptoms of being non-responsive and incoherent. Reporter stated that the paramedics came, treated her with a glucose shot, and took her to the hospital. It was reported that at the hospital, she was given a cookie, dialysis was performed, and she was also treated for high blood pressure. He stated that she was released the next day and no other action or treatment was received. A request was made for the return of the suspect device and replacement product was sent.